Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a broken tfn-advanced proximal femoral nail was removed from a patient with non-union of proximal femur fracture. Nail was implanted on (B)(6) 2018. The patient was discharged from fracture clinic even though there was evidence of non-union of the fracture, months after the primary operation. The patient reported to surgeon approximately in (B)(6) 2019 with pain, with x-rays showing a broken nail and two (2) broken distal screws. The broken nail and screws were removed, and the fracture was revised with a different system. Concomitant products reported: unknown tfna helical blade (part#/ lot#/ quantity: unknown); unknown cable/wire (part#/ lot#/ quantity: unknown). This complaint involves three (3) devices. This report is for one (1) 12mm/130 deg ti cann tfna 440mm/left-sterile. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: investigation summary. Complaint is confirmed as we are able to confirm complaint description (broken) based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device history lot: manufacturing location: monument, manufacturing date: mar 07, 2017, expiration date: feb 01, 2027, part number: 04.037.265s, 12mm/130 deg ti cann tfna 440mm/left- sterile, lot number: h312115 (sterile), lot quantity: 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final ns063061 rev g met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection ns067861 rev b met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ac was reviewed and determined to be conforming. Scn 13513 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong, 130 degree, tfna, bp55, lot number: l260817, lot quantity: 95. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h045951, lot quantity: 994. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card supplied by smalley dated 03-oct-2016 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58, lot number: h272711, lot quantity: 80. Work order traveler met all inspection acceptance criteria. Inspection sheet, ns062925 rev d met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: h152592, lot quantity: 2,891 lbs. Certificate of analysis received from metalwerks pmd dated jun 27, 2016 was reviewed and determined to be conforming. Lot summary report dated jul 22, 2016 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review: oct 24, 2019: DHR reviewed. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.